Event description:
Reporting status: serious injury - required intervention - permanent damage. Reporting rationale: dislodged stent unretrieved in body. Device issue: stent dislodgement. It was reported that the 3.5 x 23 mm xience would not cross a lesion. A 2.0 x 18 mm mini vision was attempted, however, the stent dislodged in the coronary. An attempt was made to snare it, but was unsuccessful. No additional event or patient information is available.